Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported system error 105 occurrences through the history log showing 19 occurrences, but could not reproduce the failure. Further investigation found that the flex was ripped at the motor housing. The motor assembly was replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt injury.